Event description:
It was reported that a device alarmed for upstream occlusion when no occlusion was present. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.